Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a high shock lead impedance on the right ventricular (rv) lead. The report was dismissed by the physician. Attempts to obtain additional information was unsuccessful. No adverse patient effects were reported. The device and the lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.